Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23(post-reset ram crc alarm), pump error 15(the critical block and inverse critical block did not add to zero) and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the pump error 15, the customer was able to clear the alarm, did nota receive a request to rewind the insulin pump and the insulin pump passed self-test. Troubleshooting was performed for the pump error 23, the customer was able to clear the alarm, complete the insulin pump rewind. Troubleshooting was performed for the battery failed alarm and the issue was resolved. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed battery test alerted on 10/12/2025 04:31:12 and 10/12/2025 04:32:11, pump error 23 occurred on 10/12/2025 04:34:49.000 and pump error 15 occurred on 10/12/2025 04:31:09.000 were found in the history files or traces. Per software engineer log it was determined the pump error 15 and pump error 23 were due to hardware issue with memory corruption. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Failed battery test was not confirmed. Unexpected pump error 23 alarm confirmed in the pump history/trace files on 10/12/2025 04:34:49.000 as a result of an unexpected restart caused by pump error 15 alarm. Pump error 15 (file number = 38; line number = 442) alarm confirmed in the pump history/trace files on 10/12/2025 04:31:09.000 due to suspected hardware error as per global logic analysis (esf #3764385). Problem isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.